Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege: bilateral patient was implanted with a depuy asr hip implant on her left side on or about (B)(6), 2006, and on her right side on or about (B)(6), 2009. Patient experienced release of metal ions into her body, pain, distress, anxiety, and limitation of movement. Patient has not yet scheduled an explantation of the asr hip implants.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.